Event description:
This case was reported by a consumer (pt's husband) and described the occurrence of possible dementia in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other healthcare professional has not verified this report. The pt's past medical history included ovarian cancer with metastasis to the brain. Concurrent medical conditions included neurological disorder further described as "atypical non-standard" seizure disorder. Concurrent medications included fluoxetine hydrochloride (prozac) and extra strength tylenol pm (tylenol pm). In 2007, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting poligrip original denture adhesive, the pt experienced possible dementia. The consumer reported that the consumer was being worked up for early stages of dementia. The reporter stated that the pt had an eeg of the brain or possibly an MRI of the brain and blood work for heavy metals (results not provided). He reported that the pt would apply a single continuous line all around the plate of the denture and estimated that she used about 4 or 5 times the amount recommended (device misuse). This case was assessed as medically serious by gsk. Treatment with poligrip original denture adhesive was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
(B)(4). The lot number for super poligrip original denture adhesive cream is available (x09332). It is unk whether the products will be returned for quality assurance testing. (B)(4).